Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported scratch/pit lens issue with an intralase patient interface (pi) after the patient was applanated. It was reported that the procedure was completed successfully by switching out the pi. There was no procedure loss reported. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
The patient interface (pi) was returned to the manufacturer. Visual inspection was performed on the pi and white debris, particles and residue were observed on the cone which indicates that the unit was handled and prepared for surgical use. No scratch and/or defect were observed on the cone lens. Functional and dimensional testing test performed. No issues found during functional or dimensional testing. The manufacturing process record was evaluated. No non-conformances/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification the risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. A product complaint history review was performed. No deficiency was identified. All pertinent information available to abbott medical optics has been submitted.